Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. The device was dissected to look for any abnormalities that could have contributed to the delamination of the guidewire lumen. No abnormalities were found.

Event description:
Reportable based on device analysis completed on 21jun2024. It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. A non-boston scientific 0.35 180cm guidewire was used. After successfully ablating the left superior pulmonary vein, the physician moved the catheter to the left inferior pulmonary vein in flower mode and a click was felt, after that, the device completely undeployed itself and was no longer able to be deployed. There was no issue with flushing the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis. Upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage, resulting in the inability to deploy the catheter.